Event description:
A surgeon reported that approximately two years following intraocular lens (iol) implant surgery, a patient was experiencing poor quality vision. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. A completed questionnaire was not received. (B)(4).